Event description:
Philips received a complaint on the heartstart xl+ defibrillator monitor indicating that an error was encountered in the system during use, rendering it unusable. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
Philips received a complaint on the heartstart xl+ indicating that the error was encountered in system. Device was not in clinical use at the time of event. There was no patient involvement at the time the issue was discovered. This report has been been updated from serious injury to product problem as additional information received clarified there was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to an external paddle contact failure. The root cause of the external paddle contact failure could not be determined. Customer re-plugged the external paddle to solve the issue, and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.